Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump repeatedly experienced automatic toggling of the counterpulsation start/stop button during use. After removing, a simulated balloon test was performed, resulting in a helium leak alarm". Additional information states that the pump console was swapped to continue therapy. No patient injury or consequence reported. The patients current condition is reported as "fine".